Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. On (B)(6) 2024, the initial result for sid (B)(6) was 6.34 mg/dl (normal reference range 1.6 - 2.6 mg/dl). The physician questioned the result and new sample was drawn. The result of the second sample from the same patient was 2.46 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2024-00055 under a different suspect device. The field service representative (fsr) resolved the issue by cleaning the nozzle c4 #1, #4, #5 (rohs) as bubbles and salt build up were observed. No additional discrepant magnesium result issues have been reported since the service activity was completed. The nozzle c4 #1, #4, #5 (rohs) (7-205228-02) was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic magnesium patient results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.